Event description:
It was reported that a patient underwent a penile implant procedure in 2009. Six days later, the patient came in for a routine wound check, and it was found that the suture used for closure was essentially dissolving and the patient had a wound dehiscence at the center of the scrotal incision. The patient was then sutured using nylon.

Manufacturer narrative:
Wound dehiscence. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.